Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Data was provided for investigation. No readings on date of issue.